Event description:
Spontaneous call from pt. Cadd-legacy pump not working. Gave continuous beeping noise. Pt tried to troubleshoot herself. Switched to back up pump. No interruption therapy. New pump shipped. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.